Manufacturer narrative:
It was reported on 05/13/2024 after drawing up "kenalog" there was a particulate noted to be located "inside the syringe". The customer reported they were unable to determine if the particulate originated outside of the syringe prior to drawing up the medication or if the particulate originated from inside the syringe. The customer reported there was "no patient impact" due to the particulate being identified prior to injection and the syringe was replaced. The customer reported the particulate had "no contact with the patient". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported on 05/13/2024 after drawing up "kenalog" there was a particulate noted to be located "inside the syringe".